Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 8042b biv ipg implanted: 2005-(B)(6), t505c29 tissue valve implanted 2005-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead high impedance due to a possible fracture. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.